Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clipwas used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly detached and without the outer sheath. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device returned with the clip assembly detached and without the outer sheath. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.